Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited both low and high pacing lead impedance measurements. There is no report of therapy delivery issues.